Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of multiple leds not working properly was confirmed. The returned system controller, serial (B)(6), had intermittent issues with the buttons on the user interface and had half lit leds. The controller was opened to investigate the led issue and the ribbon cable connector on the user interface side had detached from one end. While disassembling the controller the connector had become detached and further evaluation of the solder pads did not reveal any lack of solder. The user interface was replaced in order to continue with testing. The controller was then functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. A root cause for the reported event was determined to be a damaged ribbon cable connector on the user interface side; however, a root cause for the damage was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's system controller had a few leds that no longer worked properly. The battery charge level, half of the pump running symbol, and the data monitor did not work. The system controller was exchanged.

Manufacturer narrative:
E1 reporter address line 1: (B)(6). No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.